Manufacturer narrative:
Investigation summary: sample evaluation: two sharps containers were received by bd canaan. The samples inside were visually evaluated. Container #1 contained 9 samples in opened packages confirmed to be from 3 batches: 3 from 7156960, 3 from 7156970 and 3 from 5116751 all with needles attached. The samples were observed to have small amounts of visible silicone residue on the stopper, primarily around the edges. No stringing and no pooling of silicone was observed in any of the samples. The amount observed is an expected amount for the 3ml product and is within the product specification. Container #2 contained 4 loose samples (only one with needle attached) and 4 empty packages from all 3 above mentioned batches, implying the samples in the bag were mixed. A hand written note was also contained in the bag ¿contact bd. There is residue inside syringes.¿ the samples were evaluated and were observed to have small amounts of silicone residue visible on the stopper. No stringing and no pooling of silicone was observed in any of the samples. The amount observed is an expected amount for the 3ml product and is within the product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 5116751: manufacturing dates: 05/01/2015 to 05/03/2015. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5116751 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure.

Manufacturer narrative:
DHR review for batch 5116751 (p/n309575): manufacturing dates: 05/01/2015 to 05/03/2015. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5116751 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the barrel of the 3ml bd luer-lok¿ syringe with 21 g x 1 in. Bd precisionglide¿ needle, before use. No reported medical intervention or serious injury.